Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Low bg cause was not known. The customer's son provided assistance and the customer consumed carbohydrates and juice to address bg. Reportedly, the customer was dizzy due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.